Manufacturer narrative:
(B)(4). Review of device manufacturing record history confirmed device met pre-release specifications. The engineering evaluation states the device was received with the undeployed stent dislodged from the delivery system. The stent was heavily damaged and compressed such that the stent rings were buckling on top of one another. The delivery system did not show signs of damage or substantial profile beyond where the covered stent was mounted. Based on the device examination performed, no manufacturing anomalies were identified. Instructions for use (IFU) warnings section states: do not withdraw the gore® viabahn® vbx balloon expandable endoprosthesis back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore® viabahn® vbx balloon expandable endoprosthesis back into the sheath can cause dislocation and / or damage to the endoprosthesis, premature deployment, deployment failure, and / or catheter separation. If removal prior to deployment is necessary, withdraw the gore® viabahn® vbx balloon expandable endoprosthesis to a position close to but not into the introducer sheath. Both the gore® viabahn® vbx balloon expandable endoprosthesis and introducer sheath can then be removed in tandem. After removal, do not reuse the gore® viabahn® vbx balloon expandable endoprosthesis or introducer sheath. Further, section f #7 states, both the gore® viabahn® vbx balloon expandable endoprosthesis and introducer sheath can then be removed in tandem. After removal, neither the gore® viabahn® vbx balloon expandable endoprosthesis nor the introducer sheath should be reused. Do not attempt to pull an endoprosthesis system that has been either partially expanded or not expanded back into the sheath or guide catheter, as dislodgement of the endoprosthesis from the balloon may occur. Carefully observe the endoprosthesis for stent dislodgement or movement while attempting to withdraw the undeployed stent back through the sheath.

Event description:
The following was reported to gore: a patient presented with a lesion in the right common carotid artery. Using a 7fr sheath, a gore® viabahn® vbx balloon expandable endoprosthesis was advanced to the intended treatment site. Although sizing was done, it was found the 59mm vbx device was too long for the intended treatment site. The constrained device was being withdrawn into the sheath when it got caught on the edge of the sheath, resulting in stent detachment from the delivery catheter. The delivery system was withdrawn through the access site near the common carotid artery. Access was then made from the groin, and the guidewire was snared. A 9fr sheath was inserted over the 7fr sheath. The constrained device was pulled into the bigger sheath and removed through the cut down site. No further attempts were made to place a stent. The procedure was converted to endarterectomy.